Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information indicated that the right ventricular lead and right atrial lead were explanted and replaced. The patient's condition was stable, pre, during, and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13243. It was reported that the atrial lead was found to have pulled back via xray. Testing of the atrial lead's sensing and impedance revealed no issues. Capture threshold tests could not be conducted because the patient was experiencing atrial fibrillation. Lead replacement was discussed. Procedure date is not scheduled yet. The patient was doing okay and is not pacemaker dependent.